Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check (puc). The device failed to meet its specifications, it has not been used at the time of the event. There have been no adverse event sustained as a result of the issue. No details have been obtained in regards which part turned out to be the source of the issue. According to user manual for servo-u (e.g. Rev. 03), recommended actions in case of internal leakage test sequence failure are: check that the test tube is correctly connected; check all connections for the expiratory cassette and inspiratory channel; make sure the expiratory cassette and the inspiratory channel are clean and dry; contact a service technician. According to service manual for servo-u/n (e.g. Rev.14) internal leakage test sequence is divided to 5 check failure identifiers (cfi) with following messages - the difference between insppress and exppress is too high, the system volume is too low, the system volume is too high, inspiratory pressure is too low and the leakage value is too high, or the safety valve is either not locked or its status could not be read. To resolve the issue, the technician can replace for example: gas modules; pressure transducer board; expiratory channel board. Nevertheless, it has been not clarified which exact failure identifiers had occurred in this case. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event e.g. Malfunctioning gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device and #h4 device manufacture date were required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse. #h4 manufacture date: previous manufacture date: 06/08/2021; corrected manufacture date: 06/03/2021.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).